Event description:
The patient was undergoing a medical procedure using ruby coils and a ruby coil detachment handle. During the procedure, two ruby coils unintentionally detached and required a snare device to remove the detached ruby coils. The physician opened a detachment handle and it was broken in the packaging. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00125, and 00126. The hospital discarded the device.